Manufacturer narrative:
The product was not returned to karl storz tuttlingen. Based on the customer description, it can be assumed that the user is at fault. The sudden release of co2 can lead to cold burns. The cause of the leakage could be that the connection was not fitted correctly when the cylinder was changed, allowing gas to escape, or that the hose was no longer tight and gas could escape from a hole in the hose when the cylinder was unscrewed. As the article has not been returned, a more detailed examination cannot be carried out. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a nurse received a gas burn to their hand while changing the co2 bottle.

Manufacturer narrative:
Additional information is provided in section b3 to provide the event date. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).